Manufacturer narrative:
The complaint investigation included a search for similar complaints, the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 15759ui00 was evaluated and reviewed using worldwide field data. Trending review did not identify any trends for the issue for the architect stat high sensitive troponin-I reagent. Device history record review on lot 15759ui00 did not identify any issues. Labelling was reviewed and found to adequately address the issue under review. Worldwide field data was reviewed, and it was determined that the patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 15759ui00 was identified. Corrected data can be found in d4 catalogue number: changed from 03p25-27 to corrected data 03p25-37.

Manufacturer narrative:
Patient identifier sid (B)(6). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on one patient. The initial value was very high, and the repeat measurement was very low. The following data was provided: on (B)(6) 2020 the initial result for sid (B)(6) was 140 pg/ml, the sample was repeated with a result of 5 pg/ml, the sample was repeated on another instrument ((B)(4)) with a result of 4 pg/ml. A new sample was redrawn on (B)(6) 2020 with an initial result for sid (B)(6) of 3 pg/ml, the sample was repeated on another instrument ((B)(4)) with a result of 3.6 pg/ml. No impact to patient management was reported. All available patient information has been included. No additional patient details are available.